Event description:
Same case as MDR ID: 2134265-2015-01890. It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. After the transeptal puncture, the 27mm watchman ® laa closure device & delivery system was advanced through the watchman® access system. The watchman closure device was deployed too deep in the laa, so it was partially recaptured and attempted to be deployed again. The physician then noticed pericardial effusion of 3.5 cm in the transesophageal echocardiogram (tee). Therefore, the device was fully recaptured without any issue and removed. The physician performed a pericardiocentisis reducing the pericardial effusion to 1 cm; however, blood could no longer be aspirated because of a clot. The laac procedure was not completed. Due to the patient's condition, the physician transferred him to heart surgery. The surgical details are unknown, but the patient is currently stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).